Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced intermittent stimulation. Programming was successful. However a few weeks later the patient's intermittent stimulation returned. The patient's lead was explanted and replaced which resolved the issue. The physician noted the lead appeared to be fractured.